Event description:
This is filed on the steerable guide catheter for the septal tear which is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. After a successful transseptal puncture at 4.5 cm, the steerable guiding catheter (sgc) was advanced to the left atrium (la) without issue. The clip delivery system was inserted into the sgc and the cds was advanced to the mitral valve. The clip was opened and aligned over the mitral valve leaflets. The delivery catheter (dc) was advanced distally below the valve. During verification of the position, it appeared that there was not enough room to retract the dc for a correct grasp. Difficulty was then noted going back into the la because the dc handle was now fully retracted. The clip went up the left atrium appendage (laa), in a position where it was not possible to mobilize the clip. It was decided to deploy the clip in the laa. After the sgc was removed, a tear was noted in the septum. The physician suspects that the tear was caused by the sgc. The physician presumed that the instability and the position of the cds was due to the tear in the septum. The patient was confirmed to be clinically stable post-procedure, and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the sgc is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced, is filed under a separate medwatch report number.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the device history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guiding catheter (sgc). The reported patient effect of cardiac perforation (tear in the septum), as listed in the mitraclip system instructions for use (IFU), is a potential event that may be related to the procedure, pre-existing co-morbidities or prior conditions. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.